Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Return parts were not available. Review of the customer data indicated the analyzer presented the suspect population flags in all runs, suggesting the need for verification of results by alternative methods. Therefore, the cell-dyn ruby ((B)(4)) is performing as designed. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the investigation, the cell-dyn ruby software algorithm is performing as designed when presented with samples containing interfering substances and conditions, in this case, giant platelets. Therefore, this complaint was due to a sample specific incident. Based on the available information no product deficiency or malfunction of the cell-dyn ruby analyzer, list number 08h67 was identified.

Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased wbc results while using the cell-dyn ruby analyzer. The customer indicated the (B)(6) year old patient has been diagnosed with pre b acute lymphoblastic leukemia. The following results wer provided (10e3/ul): (B)(6). No impact to patient management was reported.